Manufacturer narrative:
The MFR was advised that the lvad pump will not be returning for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). An outcome of pt expiration wa reported to the MFR. Additional info received confirmed that the pt expiration was due to a massive gi bleed, not directly related to the lvad pump. An autopsy was not performed and the pump will not be returning for evaluation.